Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles in device. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician confirmed particles in the air path during the device evaluation. During the device evaluation, the device was visually inspected and found evidence of foam degradation. Dust like contaminations was observed. There was one error code found. The device was corrected. During the evaluation secondary findings was observed. Complaint was confirmed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
In previous report incorrectly captured the additional narrative and in this report it is updated. This report is being submitted as part of a batch submission of complaints deemed reportable following record correction and remediation efforts.